Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. The customer's blood glucose level was 471mg/dl. The customer's most current level was unknown. It was reported that the customer had been in diabetic ketoacidosis. Troubleshoot was reported to be conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist. The customer request the pump be replaced.